Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging an issue with the pattern messaging on her onetouch verio iq meter. The customer care advocate (cca) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. It is not known how the patient manages her diabetes or if she made changes to her usual diabetes management routine. The patient alleged the "hyper pattern alert" was not working; however, the patient did not specify developing symptoms or receiving treatment due to the alleged issue. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. There is no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged pattern messaging issue remained unresolved.